Event description:
The customer alleged that he performed control tests and received results of 351 and 281 mg/dl. The normal control range was not provided, but should be around 100-140 mg/dl. No adverse events were alleged. The customer had already disposed of the bottle that gave the high results, so no product will be returned. Replacement test strips were sent to the customer.